Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that the sternal saw was broke. The caller stated he thinks there is debris where the blade goes into the chunk. No other details regarding the nature of this event were provided.